Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation could not determine a definitive cause for the reported slda resulting in incomplete coaptation. The patient effect of dyspnea, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported patient effect appears to be related to patient/procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling. The other two mitraclips referenced are being filed under separate medwatch MFR numbers.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which was treated with mitral valve replacement surgery. Mitral valve replacement surgery is considered a permanent impairment. It was reported that on (B)(6) 2015, the procedure was to treat mixed mitral regurgitation (mr) with a grade of 3-4. There was difficulty with visualizing during the procedure. Six grasps were needed to position clip 50325u245; however, the clip was successfully deployed. A single leaflet device attachment (slda) was noted. Clip 50213u109 and clip 50325u246 were deployed to stabilize the first clip. The procedure was completed with mr reduced to 2, no reported adverse patient sequela, and no reported clinically significant delay in the procedure. On (B)(6) 2015, the patient presented to the hospital with dyspnea. On (B)(6) 2015, echocardiogram revealed an slda of clip 50213u109 and clip 50325u246. That same day, mitral valve replacement surgery was performed. There were no reported adverse patient sequela, and the patient is reportedly stable and will be discharged from the hospital in one week. There was no additional information provided.

Manufacturer narrative:
(B)(4).